Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable confirmed damage that could have contributed to the reported event. The pump was returned assembled with the pump cable and modular cable connected. Heartmate 3 lvas, serial number (B)(4) was received, evaluated, and reported under MFR #2916596-2019-00041. Upon return of the device the locking nut was fully threaded to hide the yellow line. Tool marks were present on the exterior of the mod cable inline connector. The modular cable was disconnected from the pump cable with some difficulty. Upon disconnection, examination of the inline connector revealed that the o-ring had frayed. The frayed portion of the o-ring was slightly displaced which could have contributed to the reported connection difficulty during pump prep. The evaluation could not determine when the o-ring became damaged. Examination of the modular cable inline connector and the controller connector revealed no evidence of bends or other damage to the pins. The area around the pins did not show any evidence of fluid ingress. The modular cable was re-connected to the pump cable from (B)(4) with some difficulty; however, the locking nut fully threaded to hide the yellow line. The returned modular cable was then connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. The modular cable was shipped to abbott manufacturing for additional analysis. Investigation in progress for alternate o-ring options with better fitment to the o-ring groove width. Abbott will continue to monitor this issue. The hm3 IFU provides instructions for connecting the modular cable to the pump cable and states that the yellow line should be fully covered to ensure a secure connection. Instructions for exchanging the modular cable are also provided. The daily safety checklist includes line items to ensure that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported during preparation of the pump, there was difficulty connecting the modular cable to the pump cable. The surgeon tested the connection prior to implantation and was unable to disconnect the modular cable. Another pump was obtained and prepared. No further information was provided.